Event description:
It was reported that a one-link non-dehp microbore catheter extension set needle-free IV connector may have contributed to a blood stream infection. The step of therapy during which this occurred was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown, however, it was reported that it may have occurred in november or december. A companion sample is reported to be available for evaluation. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.